Manufacturer narrative:
(B)(4). Date sent: 7/26/2023. D4: batch # unk. Additional information was requested and the following was obtained: did any pieces fall into the patient? If yes, were they retrieved? No piece fell into the patient. An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 382c31, and no non-conformances were identified as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during an unknown surgery, crack was found on the sleeve. Another device was used to complete the surgery. There was no patient consequence reported. No additional information could be provided.